Event description:
A caregiver contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during therapy. The caregiver did not remember the cycle and just turned off the hc and disconnected the patient. The caregiver stated they turned the hc on this morning and cleared the cassette and bags. The caregiver was calling from work. Gts explained that a large amount of air had entered into the disposable and that the caregiver should call gts when the alarm occurs. No injury or medical intervention was reported. Product surveillance contacted the patient's dialysis nurse. The nurse stated that she was not aware of the alarm, and that no notes were in the patient's file. To her knowledge there was no patient injury or medical intervention. The nurse stated that she would follow up with the caregiver.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of sample. The assignable cause of the system error 2240 was undetermined. The lot information was unknown; therefore, a batch review was not performed. Baxter has received similar reports. The root cause investigation is in progress through (B)(4).